Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). On (B)(6) 2022, approximately 80 days post implant procedure, the patient presented to the emergency department with stroke-like symptoms. Diagnostic testing found no evidence of a recent ischemic event, however imaging revealed the closure device had embolized to the left ventricular outflow tract. The closure device was surgically removed from the patient. The patient remains hospitalized for an unrelated illness.

Manufacturer narrative:
Implant date: estimated as 5 months prior to the event date of (B)(6) 2022.